Event description:
It was reported that during a hysterectomy the hand switch could not be used. Another device was complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis. (B)(4).